Event description:
On 01/15/2024, it was reported by a sales representative via (B)(4) that an ar-9625 hex driver tip broke off trying to remove screw from mgs baseplate. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint not confirmed. One unpacked ar-9625 serial/batch number (B)(6) was received for investigation. Visual inspection found that the hex tip of the driver was twisted; overall length measurement per drawing specification found the device's overall length to be shorter. The device is shorter due to the broken. (Drawing c13888 at revision 2). No functional testing was performed due to the damage to the device. It was not indicated if the device had been used with a torque-indicating adapter. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.